Event description:
No new information provided by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported to olympus the duodenoscope tube stent in the treatment instrument was left in the channel. The reported issue was discovered during preparation of use for a therapeutic endoscopic retrograde biliary drainage (erbd) procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.